Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a reverse shoulder surgery when using the devices ar-9216-4 (lot: 022220) and ar-9617 (lot: 022225) in combination debris was produced from the ar-9216-4. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 08-apr-2024: it was confirmed that the error occurred while working in the patient, but no debris fell into the patient and therefore nothing had to be retrieved from the patient.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-9216-4 /batch 022220, glenoid reamer/drill glove protector, was received for evaluation. Upon visual evaluation it was noted that there are striation marks and nicks along the inner diameter of the device. Upon inspecting under a magnifier, there were some visible blue shavings near the slot along the cannulation length. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.